Manufacturer narrative:
Additional information h6 and h11: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets were unable to disconnect from an amia cassette and there was a separation between the female connector and the main body (light blue housing) on each of the transfer sets. This was described as ¿both transfer sets are stuck in the patient line connector and are coming unscrewed from the light blue housing¿. This was observed during use of the devices for peritoneal dialysis (pd) therapy. The patient line of each cassette had to be cut in order to disconnect from the cycler. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.